Event description:
The maquet cardiosave hybrid type b plug intra-aortic balloon pump (iabp) operator's screen turned white while providing counter-pulsation to patient. Patient's nurse noticed iabp not functioning correctly and checked electrical attachments, turned iabp power off and on, and resumed normal use. The iabp was taken out of service and replaced. No patient injury or adverse event was reported. This complaint has been identified as a duplicate to another. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2019-00337.

Manufacturer narrative:
This complaint has been identified as a duplicate to another. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2019-00337.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full name of the event site is (B)(6).

Event description:
The maquet cardiosave hybrid type b plug intra-aortic balloon pump (iabp) operator's screen turned white while providing counter-pulsation to patient. Patient's nurse noticed iabp not functioning correctly and checked electrical attachments, turned iabp power off and on, and resumed normal use. The iabp was taken out of service and replaced. Contact biomed on 1st page of medwatch.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and reviewed the event logs while onsite. The event logs evidenced that the unit alarmed with multiple instances of error code #16 before instance of error 111 & 112 which coincided in time with customer reported event. However, the customer declined repairs at this time. As a consequence, this unit has not been released for clinical use.

Event description:
The maquet cardiosave hybrid type b plug intra-aortic balloon pump (iabp) operator's screen turned white while providing counter-pulsation to patient. Patient's nurse noticed iabp not functioning correctly and checked electrical attachments, turned iabp power off and on, and resumed normal use. The iabp was taken out of service and replaced. No patient injury or adverse event was reported.